Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer had reported a motor error of the insulin pump, and that the device was unable to rewind. The customer reported a reservoir leak that moved past the o-rings. The customer reported having high blood glucose values over the last few days. The customer's blood glucose value was 397 mg/dl. The customer was advised to discontinue use of the reservoir and to return it for analysis and a replacement. No further information was provided.